Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2021.

Event description:
It was reported that the patient had difficulty charging and communicating the ipg to the remote control. It was also noted that the ipg was taking a long period of time to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.